Event description:
It was reported "there was a needlestick injury to the provider after the fact as he wanted to investigate the cause of why we were unable to unscrew the needle from the catheter. Medical intervention was required for the paramedic due to this being a 'dirty' needle stick." The paramedics currrent condition is unknown at this time. Additional informtion was requested from the customer, no response has been given at this time.

Manufacturer narrative:
(B)(4).visual inspection could not be performed as no sample was returned for analysis. However, the probable root cause could be determined based upon the reported event. No photographs are available. The packaging was sealed prior to use on this incident/individual. The needle did not protrude through the packaging, it still had a sheath on it. Based on the information provided, unintentional user error likely caused or contributed to this event. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. No visual inspection could be performed as no sample was returned for analysis. However, the probable root cause could be determined based upon the reported event. We do not have it in our possession to return to you due to this." The IFU states, "important: only handle ez-io needle set by the plastic hub." The IFU also states, "stabilize needle set hub, disconnect ez-io power driver, and remove stylet. Place stylet into needlevise for sharps containment. Note: place the needlevise on a flat stable surface. Immediately following use of a needle, use a one-handed technique holding the stylet hub, firmly insert the sharp pointed tip straight down into the opening in the needlevise until it stops. Do not hold needlevise with free hand. Dispose of opened sharp into needlevise whether or not it has been used." Based on the information provided, unintentional user error likely caused or contributed to this event. No further actions are required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "there was a needlestick injury to the provider after the fact as he wanted to investigate the cause of why we were unable to unscrew the needle from the catheter. Medical intervention was required for the paramedic due to this being a 'dirty' needle stick." The paramedics current condition is unknown at this time. Additional information was requested from the customer, no response has been given at this time.